Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was static. Customer declined tandem technical support's offer to troubleshoot. Customer's blood glucose was 81-175 mg/dl.